Event description:
Reportedly, a 500cc bag that was set to deliver at 15 cc/hr completed in 1 hr. There was no pt injury. The hosp's biomedical department tested the device and could not duplicate the reported problem.